Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst noted the sensing electrogram function was affected, leading to inappropriate shocks. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks which were delivered in response to the detection of non-physiological signals. The device was explanted and replaced. No further patient complications have been reported as a result of this event.